Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 20mm in length, 3.00mm in diameter, concentric target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The lesion contained a >45 and <=90 degrees bend. A 2.75x32mm promus element drug-eluting stent was advanced to treat the lesion. However, the shaft was broken on the proximal end. The device was safely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was safe.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the distal half of the stent distorted, lifted from the stent profile and stretched over the bumper tip. The struts on the proximal half of the stent are securely crimped and undamaged. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 20 mm in length, 3.00 mm in diameter, concentric target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The lesion contained a >45 and <=90 degrees bend. A 2.75x32 mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the shaft was broken on the proximal end. The device was safely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was safe.